Manufacturer narrative:
Concomitant devices: guidewire (unknown manufacture). Initial reporter number is: (B)(6). Gtin: (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) to the iliac artery, it was reported that after the lesion was crossed by a guidewire, a powerflex pro was delivered and inflated at the lesion. However, the balloon ruptured before nominal pressure. Therefore, it was removed from the patient and another new balloon (aviator plus) was used. The procedure finished successfully and there was no patient injury. The target lesion was heavily calcification and tortuous was unknown. The rate of stenosis was 100%. The product will not be returned for analysis.